Event description:
Discovered a torn rubber when used by dr. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the angle wire cut. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the root brace rubber broken, and the u/d knob cracked; however, they are not the main cause, and/or irrelevant to the alleged complaint.